Event description:
It was reported that during registration for a left tka, when getting to the femur free collection screen, it was unable to "paint" the femur. Rather, when the first few points were collected with the probe, a fully formed yellow femur displayed on the screen. The gray outline which helps to see where to map, never appeared. Also, could not see the points taken. Tried switching between the green and pink dots, but neither option would display itself over the existing image of the femur on the screen. Attempted to go back a few screens, then forward to free collection, and continued to get same result. The surgeon did not want to delay the procedure any longer, and chose not to start over with a new case. Delay of less than 30 minutes was reported and surgery was completed as a manual procedure with s+n instrumentation. No injuries involved.

Manufacturer narrative:
H10: the device was used in treatment and case log files and screenshots were returned for investigation. DHR review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio surgical system user¿s manual has information regarding troubleshooting techniques in the section, ¿system notifications & resolution table¿. Review of the log files confirmed the issue of the mesh generating before free collection was complete. This was found to be an issue with the mesh generation algorithm and the root cause is a software failure. A bug has been identified for this issue and it will be further investigated by the software engineering team. No patient impact/injury was reported; therefore, no further medical assessment is warranted at this time.

Manufacturer narrative:
H10: memo attached on the file.